Event description:
It is reported that the device was implanted in 2007. Post-op the following month, x-ray revealed most distal of the four screws was observed to be fractured. Pt began experiencing pain on the following month. Revision surgery occurred on four days later, to remove 3 fractured plate mounting screws.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is completed.